Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the instrument would not open and was difficult to remove. The surgeon manually manipulated the jaws, opened and removed the device without incident.